Manufacturer narrative:
The pod was not able to connect to the master pdm to be downloaded. Once connected to a 4.5v power supply the pod showed it was connected to another remote and still unable to be downloaded. Cracks were observed in the top and bottom housing as well as corrosion on the pcb and fluid contact on the commutator cap. Due to the size and location of the cracks, it cannot be confirmed if the cracks allowed fluid ingress and caused the internal corrosion. Without the download data, the alleged hazard alarm that was generated by the pod cannot be confirmed. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
Not applicable as this event is not reportable.